Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
The patient received the following results, with two different inform ii meters, within 10 minutes: 374 mg/dl (system 1) and 117 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.